Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. It is unknown whether the patient was re-implanted. This report is submitted september 16, 2019.

Manufacturer narrative:
This report is submitted on 17 february 2020.

Manufacturer narrative:
This report is submitted on august 12, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device has been concluded as device failure on (B)(6) 2019. The implanted device remains.